Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial#(B)(6), implanted: (B)(6) 2015. Explanted: (B)(6) 2024. Product type lead product ID 977a160 lot# serial# (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 25-feb-2019, UDI#:(B)(4) ; product ID: 977a160, serial/lot #:(B)(6), ubd: 04-mar-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported there was a device site infection, attributed to the ins and leads. The system was explanted and discarded. Issue is not yet resolved, but the rep reported they would submit any new information that becomes available.

Event description:
Pt reported they replaced the device in june and in first part of july pt had a bad reaction. Hcp closed pt up with microderm/glue and pt had a bad reaction to the glue. Pt broke out with something and forgot the name of it. Pt got the infection so bad that they took everything out. Right after on (B)(6) they took everything out. Pt had recently had the device put back in again.

Manufacturer narrative:
Continuation of d10: product ID: 977a160, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2024, product type: lead, product ID: 977a160, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.